Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on 11/16/2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 325 mg/dl with associated symptoms of nausea and shakiness, chest pain and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting completed by animas customer technical support at the time of the call determined the patient was not using the insulin cartridge per the instructions for use; difficult to cycle. The patient attempted only 1 cartridge. This complaint is being reported because the patient experienced a serious injury on insulin pump therapy associated with use error.